Event description:
This was a spontaneous report from a physician and concerned a pt (age, sex not reported) from the united states: local case ID (B)(4). The pt's height, weight, and med history were not reported. The pt was treated with evarrest fibrin sealant patch (human clottable protein/human thrombin, patch, topical) (date not provided) to treat a stab wound (off label use). Concomitant medications were not reported. On an unspecified date, the pt experienced a big abcess. The reporter inquired whether the abscess "could be entirely explained by the gross contamination associated with filleting open the colon and duodenum"; however, there was also "a big piece of evarrest sitting there" (product complaint). The pt outcome was not reported for abscess formation, product complaint and off label use. This report was serious (medically significant) and reportable (malfunction and serious injury). This report was associated with the product complaint number (B)(4). This case is linked with a drug case (sceptre aer number (B)(4)) (drug service combination product in the us).